Manufacturer narrative:
H6: investigation summary: customer reported blood under the sensor. A photo was received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Blood background was performed with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed based on photo received. An engineering assessment was performed to determine in the filler sensor plastic bottles had mechanical issues and/or breakdowns during the sensor formulation process. No issues were reported. Investigation revealed that preventive maintenance was completed on time as scheduled. In addition, the media filling vision system was verified, and no malfunctions were reported. The vision system is challenged prior each lot. Modifications to the aforementioned system were performed by adding a redundant system to stop if bottles with this type of sensor passed through the vision system. No trend has been identified after the modifications were completed. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while testing with bd bactec¿ peds plus¿/ f culture vials (plastic) there were issues with detection membrane which allowed blood to enter resulting in false positives. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿ peds plus¿/ f culture vials (plastic) there were issues with detection membrane which allowed blood to enter resulting in false positives. There was no report of patient impact.